Event description:
It was reported that there were many cases where the body temperature suddenly dropped or the display disappeared at the place where fukuda colin monitor was installed. Although the monitor could be replaced and used temporarily, the same state might occur again, so there might be a problem with the cable.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The temperature sensing cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and the temperature displayed 37.3 celsius, similar to the thermometer reading. The sample meets the specification "plug and jack must be firmly secured to wire." The device was used for diagnostic purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed a label/packaging review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were many cases where the body temperature suddenly dropped or the display disappeared at the place where fukuda colin monitor was installed. Although the monitor could be replaced and used temporarily, the same state might occur again, so there might be a problem with the cable.